Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported the ball joint movement of he mayfield modified skull clamp is very difficult despite being completely unscrewed, also the release is very hard. The medical staff had a problem during a surgery: at the time of release to up the headrest, it was released suddenly. The event happened at the end of the procedure when they took the head out of the clamp. The procedure was completed without any issue. No patient injury and no surgical delay.

Manufacturer narrative:
Updated fields: d10, g4, g7, h2, h3, h6, h10. Device identifier (B)(6). The investigation of the device did not confirm the reported condition. Evaluation was unable to conclusively verify customer information as valid. Worn out parts need to be replaced and repaired, and pm maintenance and cleaning are required at this time. The observed condition is likely caused by wear and tear / improper handling. The definite root cause cannot be reliably determined. Please note that this unit is beyond integra's 7 year recommended life cycle . Lot code 077 ( manufactured in 2007).

Event description:
N/a